Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an elective device downgrade. Prior to the procedure, increased pacing lead impedance was observed on the right ventricular lead. Fluoroscopy was performed which noted no anomalies. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.